Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer has an issue with a lite glove. The customer reports the glove tears when pulling over the handle. There was no patient present at set up.